Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).